Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited oversensing with noise, increased sensing integrity counts (sic), and non-sustained tachycardia episodes. Troubleshooting and diagnostic testing were performed. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met,and indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Five non-sustained-tachycardia (nst) episodes with ventricular (v-v) intervals less than 220 ms from 2015-08-27 to 2015-08-28. Lead failure predictor triggered on 2015-08-27 for v- sensing integrity counter (sic) and nsts. Rv defibrillation impedance steady at approximately 65 ohms through 2015-09-01, spikes out of range 2015-09-02, then returns to normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.